Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line and infusion set tubing. The customer's blood glucose (bg) level was 336 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer removed and replaced the cartridge. Insulin delivery was resumed and air bubbles were no longer observed by the customer.